Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements due to suspected insulation damage. Surgical intervention was performed and the lead was explanted without incident. Despite intervention, no adverse patient effects were reported.